Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratched optic" . The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was scratched during loading of the device. There was no patient involved.